Event description:
The pump site/device pocket was infected. The pump was explanted. Antibiotic treatment was necessary. The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 12-jan-2017 from a consumer and it was reported that the patient¿s pump was explanted due to a (B)(6) infection. Per the patient, it was a ¿hospital infection.¿ the pump worked for a month, but then it was infected and the system had to be explanted in (B)(6) 2014. The symptoms had come on suddenly. The infection resolved. The patient was considering having a pump put back in. Per this reporter the pump was delivering morphine at 4 mg/day.